Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his pump is alarming no delivery alarm during basal/bolus/fixed prime. At the time of the incident, his blood sugar was 422 mg/dl and it is currently 433 mg/dl. He has been treating with shots but said that is not working. He has tried to switch sites; the pump would start working and then it would alarm no delivery again. During troubleshooting, the customer was advised that it was advised that the alarm was caused by the infusion set and reservoir connection and that they need to be replaced. The pump will not be returning for analysis.